Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, coupler misalignment, cable leak, broken cable boot, and cable cut were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head display a e224 error. The event occurred during reprocessing, prior to a therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the visual function did not function normally due to the immersion and cutting of the cable, and [e224 (scope communication error)] might have occurred. The root cause could not be identified. Olympus will continue to monitor field performance for this device.